Manufacturer narrative:
The device evaluation of electrode belt has been completed. The belt was unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was shorted, damaging wires in the cable. The root cause for the shorted cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.